Manufacturer narrative:
Eval method: the device history and sterilization record were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is implanted with two leads from the same lot on temporal lobes. The left lead has been observed to have white drainage and signs of inflammation and a possible infection. In addition, the pt also had fever. The pt is working with her physician to treat the symptoms. Surgical intervention is pending.